Manufacturer narrative:
S/w version 4.10d. Retainer ring = clear. Customer returned pump for alleged damage to battery compartment and failed battery test found on (B)(6) 2021. Unit alarmed pump error 63 during self test and pump trace download confirmed the pump alarmed. Pump error 63 variable 3 on 08/30/2021 at 13:18:02.000. Pump error 63 was due to broken trace u1 pin6 on keypad assembly. Unit successfully downloaded to thus and carelink. Unit passed the displacement test, sleep current measurement, and active current measurement. No failed batt test alarms during testing. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, cracked retainer, bent battery tube spring and minor scratches on lcd window. In summary, customer allegation for cosmetic damage was confirmed during visual inspection where bent battery tube spring was noted. Failed battery test was not confirmed. Additionally, pump error 63 was noted during testing. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had battery failed alarm. The customer stated that the contacts were not missing or damaged on battery cap. No harm requiring medical intervention was reported. Troubleshooting was successfully performed; however, the customer will discontinue use of device.